Event description:
It was reported that during an initial total knee arthroplasty, the impactor pad fractured while impacting the femoral component. Another device was used to complete the procedure without further complication. No patient impact or adverse events have been reported as a result of the malfunction. Due diligence is in progress for this event; to date no further information has been reported.

Manufacturer narrative:
(B)(4). G2: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection of the returned item found it to exhibit signs of repeated use (nicked / gouged) and is fractured. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to wear and tear from repeated use as the device has six plus (6+) years of use in the field. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.